Event description:
It was reported that a folfusor had leaked after filling, as fluid was noted in the housing. This event occurred prior to patient connection. The device was filled with a solution of fluorouracil. There was no patient involvement. No additional information is available. This is report 3 of 5 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).